Event description:
It is reported that a patient was implanted with a znn cmn nail 11.5mmx38cm 125 l on (B)(6), 2013 and was explanted on (B)(6), 2014. It is also reported that the revision surgery has taken place due to the nail was broken.

Manufacturer narrative:
The manufacturer did not receive the devices. The device history records were reviewed and found to be conforming. Cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).